Manufacturer narrative:
The pump was received with completely broken reservoir tube lip. There was no rewind anomaly noted. The pump was unable to perform basic occlusion test, occlusion test, and prime test, excessive no delivery test, due to physical damage to case. The pump was received with normal operating currents, passed unexpected restart test, rewind and displacement test. The pump had minor scratched lcd window, cracked battery tube threads, missing o-ring, and cracked case at the reservoir tube window corners.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer's blood glucose level was unknown. The customer states they could not rewind the device. The customer was advised the pump would be replaced and returned for analysis.